Manufacturer narrative:
Multiple attempts were made to obtain additional information about this event like patient details and if parts and/or images are available for investigation. No additional information was provided. The device remains implanted in the patient, therefore a device evaluation cannot be performed. As no further information was provided from the customer, this investigation is considered complete, the cause of the complaint was unable to be determined. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: hazards and adverse events: device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: deployment failure.

Manufacturer narrative:
Revised h6: health effect clinical code.

Manufacturer narrative:
As the device remains implanted, an investigation of the device cannot be performed. Evaluation codes investigation findings 213 refers to the phr-review. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The complainant was asked if accessory /delivery system and/or images are available for further investigation. Patient information was not provided. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for an iliac branch endoprosthesis in the internal iliac artery with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that the vbx-device did not expand sufficiently as per "atm guidance" on device packaging. Device opened to approximately 4 mm as opposed to 11 mm at 10 atm. It was reported that an additional vbx-device as well as a post dilation pta balloon was needed. It was stated that the procedure could be finished successfully and the patient is doing fine.